Manufacturer narrative:
(B)(4). Date sent: 10/10/2024. D4 batch #: a9e54n. The following information was requested, but unavailable: did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the jaw damaged but not broken off? Is the top jaw loose but not detached? Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device? Did the patient suffer any adverse consequences? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the jaw broken off at the distal guide area, the jaws and a part of the knife is missing and not returned. The device was connected to the generator and it was recognized. Not all functional testing could be performed with the generator. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue. A manufacturing record evaluation was performed for the finished device batch a9e54n, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure the jaws got broken in first case.